Event description:
The patient called lifescan and alleged the one touch basic exhanced meter was displaying not ok when powered on. A medical professional was contacted for advice. No treatment given. The patient dook oral medication for diabetes. Based on the information obtained from the patient there is indicatin the product malfunctioned. The meter and strips were replaced and return expected.